Event description:
It was reported that, during a knee arthroscopy the t2 implant of the fast-fix 360 curved needle came off when deploying t1. Therefore, the t1 implant had to be removed. The procedure was successfully completed without delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported fast-fix 360 curved needle delivery system, intended for use in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 deployed when deploying t1. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: multiple trigger advancements during deployment of t1. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported device lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.